Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) system was extracted due to suspected pocket infection and right atrial (ra) lead endocarditis. No further patient complications have been reported as a result of this event.